Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation and extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that while testing the right ventricular (rv) lead prior to the implant procedure, the helix would not retract. The rv lead was not implanted and replaced. No patient complications have been reported as a result of this event.